Event description:
It was reported that a spectrum iq infusion pump didn't alarm for occlusion during therapy twice in the same unit. The pump appeared to be pumping fluid to patient, but the tubing clamp was on. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.